Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device displayed a "bridge test fail" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.